Event description:
An olympus representative reported (on behalf of the customer) that an image problem and communication error occurred on the 4k camera head. The issue was found during reprocessing. There was no patient or user harm associated with the event.

Manufacturer narrative:
The evaluation of the device by olympus determined that the image problem was due to a faulty cable. The allegation of a communication error was not confirmed. In addition to what's reported in b5, the following nonreportable malfunction was found: the label on the rear cover was faded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, a ¿communication error¿ was not reproduced. However, it was determined that it occurred due to cable failure. The cause of cable failure could not be identified. ¿ the image was not displayed¿ was reproduced. It was determined that it occurred due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.